Manufacturer narrative:
(B)(4).

Event description:
It was reported that "appearance of two fingers on the right hand suggesting a problem with the arterial catheter (especially swelling and color). Catheter removed on medical order. Placement on 10.04 15:00 removal on 12.04 at 12:00." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The instructions for use (IFU) provided with this kit warns the user, "in brachial procedures, collateral flow cannot be guaranteed, and therefore intravascular clotting can result in tissue necrosis. In radial artery procedures, practitioners must ascertain that definite evidence of collateral ulnar flow exists". The IFU also states, "clinicians must be aware of complications/undesirable side effects associated with arterial procedures including, but not limited to: septicemia , vessel wall perforation, thrombosis, embolization, hematoma, arterial spasm, tissue necrosis, hemorrhage, peripheral ischemia and infarction, peripheral nerve injury, air embolism, site infection, cellulitis, catheter related blood stream infection (crbsi)". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "appearance of two fingers on the right hand suggesting a problem with the arterial catheter (especially swelling and color). Catheter removed on medical order. Placement on 10.04 15:00 removal on 12.04 at 12:00." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.